Manufacturer narrative:
Initial reporter: international phone # (B)(6). One device was returned for evaluation. The introducer needle, suture, anchors and depth straw were returned for evaluation. The device was visually evaluated and the following was observed; the depth straw has been trimmed to the surgeon¿s desired length 4.94¿, both t¿s and suture are no longer on the needle, the actuator knob is in the fully deployed position. The device was functionally tested by actuating the deployment knob and no issues were identified. A review of the nonconformance database did not identify any issues during the manufacture of the device. The case details report that t2 did not successfully deploy, however when the returned device no longer contained the anchors on the needle, and no issue was identified with the deployment knob. The failure mode is unconfirmed, and the root cause is unknown as no problem was found. No additional action is required. (B)(4).

Event description:
It was reported that during a rear-angle meniscal repair procedure using ultra fast-fix assembly ¿ curved t2 failed to be deployed successfully. T1 was not left behind unsupported in the patient. There was a delay of 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.